Manufacturer narrative:
The referenced cerebrovascular accident was reported under medwatch MFR report #2916596-2016-00767. (B)(4). Approximate age of device: 10 months. (B)(4). The device was returned for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 the patient presented to the clinic with a history of several weeks of fatigue, headache, shortness of breath and intermittent chest pain. The patient's lactate dehydrogenase level had reportedly been trending up and the ldh that day was 755 u/l. The patient was admitted to the hospital. There were no reports of any lvad alarms occurring. The patient confirmed being compliant with their current medication regimen; however, there was a history of one prior event with an inr of less than 2 when their warfarin was held at home. The patient was started on a heparin infusion and dipyridamole in addition to aspirin. On (B)(6) 2016 a ramp study echocardiogram was reportedly negative. On (B)(6) 2016, the patient experienced increased shortness of breath and moderate mitral regurgitation and moderate aortic insufficiency noted during a transthoracic echocardiogram. The pump speed was increased to 8800 rpm and lasix was administered. The patient's dyspnea reportedly improved. Due to the patient's headaches and a recent ischemic cerebrovascular accident (cva) in (B)(6) 2016, a head CT scan was performed which was unremarkable. On (B)(6) 2016, the patient again became more dyspneic and the pump speed was increased to 9000 rpm. Lower extremity duplex studies were negative for deep vein thrombosis. On (B)(6) 2016, captopril was started due to continued dyspnea. The following day the patient's potassium level was 6.4meq/l and the patient received kayexalate. A chest CT angiogram did not find any evidence of outflow graft thrombosis or outflow obstruction or any other anomaly. On (B)(6) 2016 the patient experienced an episode of left sided chest pain lasting approximately 1 hour that was treated with percocet and nitro paste. Telemetry showed a sinus tachycardia to 140''s bpm with subsequent return to a ventricular paced rhythm at a rate of 110''s bpm. The patient was started on a nitroglycerin infusion and was diuresed. The patient's ldh continued to rise to 1000 u/l despite the triple anticoagulation therapy with heparin, aspirin and dipyridamole. The haptoglobin, plasma free hemoglobin, urinalysis and stool occult blood tests were all unremarkable when checked daily. Due to the recent ischemic cva in (B)(6), the physicians recommended a pump exchange. On (B)(6) 2016 the patient underwent a pump exchange due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the returned pump. Examination of the outlet stator revealed a pink, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. The presence of contact marks on the rotor suggests that it was likely present while the device was supporting the patient. Although the evaluation could not conclusively determine the specific origin of the deposition nor the duration of its presence in the pump, it was partially obstructing the blood flow path and could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing lvad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.